Event description:
It was reported that after the nurse prepared the drug and prepared to inject into infusion line, leakage occurred past stopper with a bd phaseal l connector c90j. The following information was provided by the initial reporter, translated from japanese to english: after preparing drug, when the nurse injected terumo infusion line, the rubber stopper was torn.

Manufacturer narrative:
H.6. Investigation summary: one sample c90j connector attached to an infusion bag was returned for investigation. The product was visually inspected, the spike on the connector was noted to not be fully inserted into the rubber stopper of the infusion bag. There was no damage or other defects observed on the spike after fully inserting into the rubber stopper, however, a crack was noted on the rubber stopper of the infusion bag. As a lot number was unknown for this incident, a device history record review could not be completed and additional retained samples could not be investigated. Product is visually and functionally tested during manufacturing to ensure the quality and functionality of the device. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. It may be considered that no other substantiated complaint has been received in which a failure of c90 caused the ¿rubber stopper was torn¿. Several factors could contribute to a large crack found in rubber stopper: a misuse of the device or the quality of the rubber stopper. Therefore; no root cause could not be determined at this time.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after the nurse prepared the drug and prepared to inject into infusion line, leakage occurred past stopper with a bd phaseal l connector c90j. The following information was provided by the initial reporter, translated from japanese to english: after preparing drug, when the nurse injected terumo infusion line, the rubber stopper was torn.